Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had seeping wounds on her back under the therapy electrodes. Patient was advised to remove the lifevest to allow to heal and was given a burn cream (silverderm) by a physician. Follow up indicated that the rash has improved.